Manufacturer narrative:
The insulin pump was received with act button not responding due to flattened button dome switch. No scrolling numbers display anomaly was noted. The pump was unable to verify rewind anomaly due to unresponsive button. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating button error and rewind anomaly on the insulin pump. The customer's blood glucose was 137 mg/dl. The customer stated that she had problems with the menu scrolling down multiple times while attempting to review the basal rates. The customer stated that the up or down button may be stuck. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.